Manufacturer narrative:
Review of the additional information received shows that there is now information to reasonably suggest that the device in this report did not cause or contribute to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that end of service had been confirmed and that the replacement date had been set for (B)(6) 2019. On (B)(6) 2019 the rep confirmed that the ins reaching eos had been a result of normal battery depletion and that impedances looked ok. The rep reported on (B)(6) 2019 in response to the device return question that the ipg had been removed and replaced a couple weeks ago. There were no further complications reported/anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Event date is approximate. The product is being used for an off-label use. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (B)(6) 2019 regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient called and inquired if the ins battery would last 9 years as they were previously told. Expectations for primary cell battery longevity were reviewed with the patient. The patient then reported that they had severe interstitial cystitis (unrelated to the device/therapy) and they had noticed an increase in pain recently and they were wondering if it was time to change the battery. The patient noted the ins treated their bladder pain and the feeling of fullness with the needing to go to the bathroom because their bladder bleeds (unrelated to the device/therapy). The patient noted it didn¿t take away the pain, but it made it easier to live with. While on the call, the patient attempted to use their programmer and they encountered the low programmer batteries screen. The patient couldn¿t troubleshoot due to lack of access to the product and the patient noted they would need to call back to further troubleshoot after they changed the programmer batteries. It was noted that the increase in pain started within the last week and half. On (B)(6) 2019 additional information was received from the patient: the patient repeated reported events from (B)(6). Patient has a continuation of pain due to her interstitial cystitis and knows the device needs to be replaced because when the device is on/working she doesn't have symptoms or pain. Patient states she has been in the ER a total of 5 times from (B)(6) (last week) due to the pain and blood in urine; due to the condition. Patient states the ER had given her tramadol for the pain and she is taking that now, but the only way to help her pain is to replace the ins. Caller also mentions that the device is a life saver, but she knows it is running out because the stim is "irregular" and she is in pain ("started around the 5 year mark since implant, maybe the (B)(6) 2019) and she knows the device only lasts 5 years. Patient states this pain happened to her with her first implant when it reached end of life, so she knows that¿s what¿s happening to this implant right now. Caller states she has an appointment with hcp on (B)(6) 2019 to discuss possible replacement. The manufacturer¿s representative was emailed regarding the device nearing eos (end of service) and needing a replacement. On (B)(4) 2019 additional information was received from a manufacturer representative (rep). The rep reported they had not seen the patient nor reprogrammed them in the clinic. There were no further complications reported.